Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. The tubing sets were to be used to deliver unspecified volumes of unspecified blood products, for unspecified surgical procedure. The customer contact indicated that during gravity priming using normal saline prior to pt use, no flow of solutions were noted. It was reported that the priming solutions stopped at an unspecified location in the tubing sets and that the tubing sets could not be completely primed. The testing sets were replaced and the therapies were initiated. Though requested, no additional info was provided.